Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit customer they only received the straw but not the conical tube. No patient impacted. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting they only received the straw but not the conical tube. Affected lot number 3062535.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for empty packaging with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® urinalysis transfer straw kit customer they only received the straw but not the conical tube. No patient impacted. The following information was provided by the initial reporter. The customer stated: customer problem: customer is reporting they only received the straw but not the conical tube. Affected lot number 3062535.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.